Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker dependent patient presented with symptoms of syncope. The majority of the episodes occurred when the patient was seated at the dinner table. It was noted that almost four years earlier the patient was implanted with a pacemaker and after discharge experienced same syncopal symptoms he presents with currently. According the notes from (B)(6) 2018, the patient was called in for testing and the device was reprogrammed to pace in the ventricle and not sense in the ventricle or atrium (doo). The patient presented one month later in (B)(6) 2018 with same symptoms and the right ventricular (rv) lead was explanted. Currently (four years later) the patient presents to the hospital describing the same syncope symptoms. The holter showed pauses, the physician decided to replace the pacemaker. One month later the patient presented again with syncope. The patient was monitored with a holter again and the pacemaker was reprogrammed to doo. On the holter monitor periods of asystole of greater than two seconds were observed with the longest being approximately seven seconds. Av block was also noted. The polarity was also changed to unipolar pacing and the patient was admitted to the hospital for evaluation. The health care professionals again report no unexpected findings on recent electrocardiogram strip during doo operation. Boston scientific technical services (ts) was consulted and upon review found the current implanted pacemaker is now programmed to fixed sensitivity, which ts noted appropriate due to the pacemaker dependency. The rv output was increased and programmed to fixed. The patient was discharged from the hospital with the device programmed doo in unipolar and the patient didn't exhibit any of the symptoms. Ts discussed that the underlying root cause of the symptoms is unknown at this time. However, the reported behavior potentially could be related to capture while in bipolar configuration and discussed further troubleshooting options. The model serial number of the explanted rv leads remains unknown, but it found out that report would be updated. At this time evidence suggests the existing pacemaker and rv lead remain in service and no additional adverse patient effects were reported.